Manufacturer narrative:
The reported complaint was confirmed. The associated unit has no UDI. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Additional information was received that the issue occurred during set-up of the device for a cardiopulmonary bypass (cpb) procedure. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) verified the unit had a broken occluder clamp. He replaced the occluder clamp assembly and release tested it. The unit operated to the manufacturer's specifications.

Event description:
It was reported that the occluder head was broken. No other details regarding the nature of this event were provided.